Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for a signal artifact monitor (sam) event which resulted in the minute ventilation (mv) sensor vector to switch. Review of the stored electrograms noted noise and oversensing. Impedance measurements were within range. The clinical observations were documented. No adverse patient effects were reported.

Event description:
It was reported that an alert had been generated for a signal artifact monitor (sam) event which resulted in the minute ventilation (mv) sensor vector to switch. Review of the stored electrograms noted noise and oversensing. Impedance measurements were within range. The clinical observations were documented. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.